Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer found a cartridge alarm 25 in the pump history. There was no reported impact to the customer's blood glucose level. The customer could not recall any details about the event.